Manufacturer narrative:
(B)(4). Cartridge testing confirmed the complaint only for quality check code 123. Quality check code 150 was not observed in cartridge testing.

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported that I-stat bnp cartridges from lot b11023 were producing quality check codes 123 and 150. Based on the information at the time, there was no injury associated.